Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1 and suture were not returned. The t2 is on the distal end of the needle. There is dried bio debris and suture fibers around the implant. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. An evaluation of the customer provided images found one image of the device inside a bag, an image of the device next to the blue split cannula, an image of the device's needle with the suture on, and another image of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the ultra fast-fix suture system, t2 could not be successfully deployed during implantation. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.